Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified anterior tibial artery. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilatation. However, the balloon ruptured on the first inflation at 8 atmospheres for 30 seconds. The device was removed and the procedure was completed with a coyote otw balloon catheter. No patient complications were reported and the patient's status was good.